Manufacturer narrative:
The reported event of the guide wire cannot be inserted to the lead was not confirmed. As received, a complete lead without stylet was returned in one piece for analysis. X-ray and visual inspection of the lead found no anomalies. The stylet insertion test was performed. The test stylet was able to be advance through the entire lead without any restriction.

Event description:
It was reported that during lead implant procedure, the guidewire could not be inserted into the end of the lead. The lead was not implanted and was replaced. The patient¿s condition was stable.